Manufacturer narrative:
The preventative maintenance (pm) service was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse replaced the universal surgical manipulator (usm) 3 since it failed the carriage restraint test. The system was tested and verified as ready for use. The usm was received and failure analysis testing was performed. The logs showed error 22020. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a testing platform where it failed the carriage strength test.

Event description:
During preventative maintenance service, the field service engineer (fse) identified that the universal surgical manipulator (usm) 3 failed the carriage restraint test. There was no patient involvement and no customer-reported issue.